Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. During the second firing for rectum resection the surgeon began to fire the device and the knife slightly advanced and then stopped. The case was completed using a new device. No patient injury.